Manufacturer narrative:
(B)(4). Concomitant medical products: stockert: st-0846; cfp sn: (B)(4); lasso d134302, lot # 17265213l; soundstar: 10438577, sn: (B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref # (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent a paroxysmal atrial fibrillation procedure with a smart touch bidirectional catheter, suffered cardiac tamponade which required a pericardiocentesis and approximately 1l fluid was removed. The pericardial effusion was noted as the patient's blood pressure was dropped and it was confirmed by intracardiac echocardiography (ice). The patient required prolonged hospitalization and was reported to be in stable condition. The physician's opinion regarding the cause of this adverse event is that this is the patient condition. The physician stated that the transseptal was difficult and the patient had difficult anatomy. However since the smarttouch catheter was present during this procedure, bwi takes conservative approach and reports this event under the smarttouch catheter. No anomalies were found on the catheter during the procedure.